Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance measurements and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Automatic lead diagnostics show a maximum atrial lead impedance spike to >2600 ohms the week ending (B)(6) 2013. An atrial lead warning occurred on (B)(6) 2013. A number of open circuit paces contributed to the warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.